Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The evaluator found that by tapping the link the lower link switch would recognize the door being open while it was actually closed. The cause of the condition was determine to be a faulty lower link. The lower link requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.